Manufacturer narrative:
Product ID: 6944-65 implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray was performed during a routine device check, and it was noted that the right atrial (ra) lead exhibited a complete fracture from the pocket to the entrance of the subclavian vein. The pacing mode was changed to vvi and the ra lead remains in the patient. No patient complications have been reported as a result of this event.